Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the generator displayed the "amplifier fault" error message. The generator was powered off and back on several times and different outlets were tested but the issue persisted. The procedure was cancelled with no adverse events to the patient.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned rf generator indicated all labels are intact, legible and are free of physical damage. It was also verified that all internal components were secured, and normal wear was noted on the chassis exterior. Ac power was applied to the rf generator and the post (power on self-test) was unsuccessful with a continuous audible tone being emitted. The rf control board was temporarily replaced, and normal functionality was restored to the system. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to abnormal functionality of the radio frequency control board.